Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). Of the data provided, only the results for one comparison was a reportable malfunction. The result from the meter was 5.3 inr. The result from a laboratory using dade innovin reagent was 4.0 inr. The erroneous result was reported. There was no adverse event. Retention test strips (lot 322643) were tested in comparison to masterlot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.